Event description:
It was reported to the manufacturer, located in (B)(6), that the CPAP unit started to smoulder and burn when connected to the ac power source.

Manufacturer narrative:
The engineering evaluation of the returned unit identified the most likely root cause of failure as broken pins in the ac appliance inlet connector. Both pins between the ac connector and the printed circuit board (pcb) had broken, resulting in arcing. The solder joints were intact but heat damaged, most likely as a consequence of the failure. There was no adverse event reported for this incident.